Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/24/2013 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons were unresponsive. There was no evidence of keypad contamination under the key contacts. Evaluation of the pump¿s internal components found evidence of moisture on the keypad flex components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The patient reportedly tried to perform the rewind, prime and load steps on the pump and when using the ok keypad button it was found to be unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.